Event description:
Diluent from the syringe didn't come out while reconstitution "[Syringe issue]". No adverse event.Case Narrative: This initial spontaneous report concerns adverse events of SYRINGE ISSUE and NO ADVERSE EVENT in a patient (age, gender and race not reported) from the United States. The patient's age at the time of event experienced was not reported. On 17-Jul-2026 Amneal Pharmaceuticals received information from pharmacy technician via a telephone call concerning the above-mentioned product complaint regarding Amneal¿s Risperidone for Extended-Release Injectable Suspension, Single-Dose Vials.On an unknown date of 2026, the patient was being treated with Risperidone for Extended-Release Injectable Suspension, 50 mg via intramuscular use (NDC: 70121-2628-5, Lot number: AP260024 (Vial), AP250445 (For syringe), Expiry date: 31-Dec-2027 (For vial), Sep-2028 (For syringe), serial number: (b)(6)) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported.On (b)(6) 2026 they received the sealed medication box from the wholesaler and on an unknown date of 2026 while reconstitution the nurse observed that diluent from the syringe didn't come out. Upon asking she confirmed that patient received the full dose with another medication, and she confirmed that nurse had followed all the instructions provided in the PI for reconstitution and further she requested for the replacement.Last action taken with Risperidone in relation to SYRINGE ISSUE and NO ADVERSE EVENT was not applicable. De-challenge and re-challenge were not applicable.The outcome of events SYRINGE ISSUE and NO ADVERSE EVENT was unknown.The reporter did not provide the causality of events SYRINGE ISSUE and NO ADVERSE EVENT with respect to Risperidone.This case was considered as serious.The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block H10.